Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported pump displayed a constant air in line message which was not reproduced. A review of the event history log identified air in line messages. Visual inspection found ultrasonic sensor was damaged. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a constant air-in-line message. There was no patient involvement. No additional information is available.